Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. The device history record (DHR) was reviewed, and no anomalies were found related to this complaint. In addition, the DHR review verifies that the device was manufactured in accordance with documented specification and procedures. Concomitant products: mentor siltex round moderate profile 325cc saline breast prosthesis, catalog #3542650, serial #(B)(4).

Event description:
It was reported that a (B)(6) -year-old caucasian female patient underwent a breast augmentation revision procedure with a mentor siltex round moderate profile 325cc saline breast prosthesis that deflated after implantation. The patient woke up and noticed that there was a deflation on the left side. An MRI exam confirmed the deflation. As a result, the patient will undergo explantation on (B)(6) 2018.

Manufacturer narrative:
On 10/17/2018, the mentor failure analysis lab received the device for evaluation on 10/17/2018, mentor received additional information about the event: capsular contracture (baker grade unknown) was reported in both breasts. A separate medwatch report will be submitted for the capsular contracture in the right breast. The patient¿s explanted devices were replaced with mentor memorygel breast implant 350cc gel breast prostheses. On 11/08/2018, mentor completed the investigation on the suspect medical device. Upon receipt by mentor, the device returned without fluid. No foreign material was observed within the device or on the shell surface. Mentor product analysis lab discovered a rent measuring approximately 0.4 cm within an area of siltex cracking on the posterior aspect. Siltex cracking is defined as a material separation occurring in the siltex layer and can eventually progress through the shell of siltex devices. Mentor believes that siltex cracking is ultimately a result of high stresses caused by acute folds (i.e., severe ¿v¿ or tight folds) in the room temperature vulcanization (rtv) shell of siltex breast implants. Parallel lines of shell wear were also observed on the anterior aspect and extended to the posterior aspect, suggesting in-vivo folding or creasing of the device. No other anomalies were discovered. The complaint was confirmed since a rupture was found on the device. However, at this point it is not possible to determine the root cause of such damage. There is no evidence that the issue is related with manufacturing. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet; however, deflation trends for mentor saline-filled devices will continue to be monitored by quality assurance. Mentor product analysis lab concluded the reported complaint of capsular contracture in the patient¿s breast was the result of the body¿s individual physiological response to the implantation of a foreign object in soft tissue. Capsular contracture is a known complication associated with these devices and is referenced in our current product insert data sheet. (B)(4).